Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm that appeared on the homechoice (hc) unit during use. The home patient (hp) was connected at the time of the alarm and had not disconnected prior to alarm. Hp also reported bags were spiked okay and there were no open clamps. Cause of the alarm was not known. The hp will complete therapy using manual supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during use was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).